Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined elevated blood glucose (bg) level. Reportedly, the carbohydrate ratio settings were incorrect for customer, resulting in the elevated bg. Customer administered a bolus to address the elevated bg and adjusted the settings based on healthcare provider's recommendation.